Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle hub separated from the syringe during use. The following information was provided by the initial reporter: "consumer reported needle hub separated and stayed in the shield."

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle hub separated from the syringe during use. The following information was provided by the initial reporter: "consumer reported needle hub separated and stayed in the shield."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023 h6: investigation summary customer returned (2) loose 1/2cc, 6mm syringes. Customer states that the needle hub separated. Both returned syringes were examined and one sample exhibited the hub assembly separated from the barrel. A review of the device history record was completed for batch# 2097002. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure a definitive root cause cannot be determined.